Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. Troubleshooting was offered by tandem's customer technical support, but the customer declined. The customer has backup insulin injections should the blood glucose levels elevate.

Manufacturer narrative:
Additional information received indicated that the customer had changed the site, tubing and cartridge and has had no further issues. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.